Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a no delivery alarm and high blood glucose levels while on vacation. The customer stated she brought extra infusion sets with her on the trip, however after changing the sets she still received no delivery alarms. The customer's blood glucose level at the time of alarm was between 400 and 500 mg/dl. The customer was treating with manual injections. The customer stated she would try resetting the insulin pump and call back if problems persisted. The customer was shipped an extra infusion set with a shorter needle. The insulin pump was not replaced or returned.